Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. Explained to customer that the insulin pump must be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.